Event description:
In 1977 I had 4 lumpectomies which all turned out to be cell changes, but not cancer. I was told that my breast tissue was all cystic. At that time, the medical profession and (B) (4) - recommended that I should have mastectomies for cancer prevention. Each lumpectomy was so traumatic at (B) (6), worrying "is it cancer this time or not." I chose to have bilateral mastectomies for prevention of cancer. I have been one of the lucky ones in that I did not get cancer in all these years. I had hardened capsules, many liver cysts and not many other problems until 2007-2008 when my mammograms showed an implant leak. However, because I did not go for a physical in 2008-2009, (B) (6) does not pay for physicals, and I could not afford it, I never got a copy of the report and so it was missed. When I began to have what I now know are symptoms I went to my breast center and requested to see the results of my last 4 mammograms. Needless to say I was shocked at the report. In 2007-2008 which said I had leaks from my silicone implants. As it is the protocol of the most breast centers, to send the report to the dr, I never was informed. Panic set in. I am an rn who should have educated myself about this and I didn't. So I asked my breast center if they had any written info regarding symptoms of implant leaks. They had nothing. I called my local hospital to see if they had any support group or info on implant leaks. They had nothing, but some websites on women who have had problems with their implants or had explants. I was told, because you do not have cancer you are not eligible for cancer support groups. I called my now plastic surgeon's office to inquire if they had any info or support group. They had nothing. I have discovered the FDA info site and now I know that I have many adverse symptoms, among them are encapsulated breasts, tingling, pain and tenderness. Also 7-10 cysts in my liver and kidneys noted since 1992 which no dr ever suggested they might be from my implants. I also have something noted on MRI in my brain. My surgery is scheduled for (B) (6) and I am looking for an FDA lab or any independent lab where I can have my explant specimen sent? Perhaps they can learn something from it and can warn other women who have implants for many years to have them removed before they become ill. I have copies of all my reports and records form all drs if needed. Diagnosis or reason for use: prevent cancer in cystic breasts. Common device name: "won't know til after surgery when the hospital lab".